Event description:
The customer reported that their device was showing all three icons (attention, service and wrench icon) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that cause of the reported failure was due to the internal hlc batteries, located on the analog pcb assembly. Internal battery cells bt1 and bt3 would not charge above 0.7 volts and bt2 would not charge above 3.5 volts. It was also observed that after sitting for three days, cells bt1 and bt3 would drain to zero volts.the customer received a replacement device.